Manufacturer narrative:
(B)(4). The sample evaluation of the companion sample noted that both sides of the patch exhibited a textured surface. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a surgeon could not tell which side is the smooth side of a vascu-guard patch. They reported the patch did not have a smooth side and were unsure of which side to implant into the patient. The patch was implanted. The surgeon would receive clarification from the medical information team on how to determine which side to implant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was received for evaluation. Visual inspection was unable to verify the reported condition. The device operated within the desired product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.